Event description:
Patient reported "bottoming out" since event date in 2006. Pt indicated that he had a seizure as a result of being low. Patient indicated that paramedics were contacted and he was treated with either df 50 or glucagon, but not taken to the hospital. Pt indicated that he had seen his physician and the physician reduced his basal rates. Patient indicated that he believed the device to be overdelivering.